Event description:
A site representative reported that when the navigation system was unplugged it immediately shut down. No audible beeps were heard prior to the system shutting down. The site representative reported the system was plugged in and charging for 24 hours before the navigation system was unplugged. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement batteries shipped to site on (B)(4) 2015 for issue resolution. On (B)(4) 2015, a medtronic representative replaced the batteries and performed a navigation system check-out, all areas passed. The medtronic representative reported the system can run on battery power without shutting down. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Analysis of the suspect part confirmed the reported failure: tested the battery under a load and it only stayed on for 1 minute. The battery does not hold a charge. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.